Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate therapy. Egm revealed atrial events were intermittently falling into pvab. Programming changes were recommended. Lab work and other tests reveiled the patient's thyroid was not working properly and having a thyroid storm caused the tachycardia. The thyroid issue was controlled and the patient was in good condition.